Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during sit flush with a bd facsverse¿ biohazardous liquid leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sit dripping during sit flush is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? It was dripping, no pressurized spray. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
H.6 investigation summary: ¿ complaint trend: there are 5 complaints related to the issue of a biohazard leakage not contained within the instrument; pr# (B)(4). Date range from 14mar2020 to date 14mar2022. ¿ manufacturing device history record (DHR) review: DHR part #651155, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a clogged v4 valve. Upon arrival, the fse found that the fluidic leakage was under pressure and attempted to resolve the issue by replacing the sheath filter. This did not resolve the issue and the instrument seemed to be in good condition so the matter was escalated to the european specialists team. The european specialist arrived onsite and diagnosed the issue to be partly fluidic and partly optical. During the second field service, the fse took apart and cleaned the v4 valve, which is responsible for the release of pressure from the flow cell during sit flushes, and confirmed that the spray of fluid had been resolved. They then replaced the restrictors, calibrated the flow rates, and tested the instrument with characterization qc and performance qc. The instrument was confirmed to be functioning as expected and the leakage has been fixed. No parts were requested for return as they are not returnable. Although there was a spray of fluid outside of the instrument, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 12dec2013. Defective part number: 656819 - peek restrictor set flow sensor option work order notes: o subject: 651155 - bd facsverse - sit dripping during sit flush. O work performed: on arrival check the sit flush. Removed sample line and check. Normally there should be around 3 droplets. Here, there is a big pressure and spraying out. Replaced sheath filter from customer stock. Now most of the time, there are around 4 - 6 droplets. But sometimes at the end, still some spray coming out. Considering the past issues with the fluidics bucket, we will escalate this issue with our european specialists team. European specialist was onsite to diagnose the issues. His conclusion is that the problems can be split in fluidics issues and optical issues. The first goal is to fix the fluidics issues. 22/08/2022 (mm): checked the instrument. Take apart and cleaned valve v4 (valve responsible to release pressure from the flow cell during sit flush). Test ok (no more spay coming from the sit). Replaced the restrictors (low, medium, high) and calibrated the flow rates ok. Run characterization qc and performance qc, both successfully completed (normal and high sensitivity mode). The instrument is ready for use. O cause: valve. O solution: cleaned valve. Case comments: o (5/24/2022 7:15 am) proposition for repair done. Commercial decision pending. O (4/22/2022 3:30 am) sit flush trouble can be caused by blue restrictor, flow cell, v8 and silicon tube, issue in sheath path. Provided logs indicate regular failure on qc's. Cms log out of sync, so impossible to find out root cause. Battery on ddaq needs replacement. O (4/7/2022 6:25 am) on arrival checked the sit flush. Removed sample line and check. Normally there should be around 3 droplets. Here, there is a big pressure and spraying out. Now most of the time, there are around 4 - 6 droplets. But sometimes at the end, still some spray coming out. Last year, a complete new tubing kit was replaced due to extreme bad condition of the fluidic state. Checked, tubings, sheath filter, putting tube with sample and suck it up during sit flush. Everything seems fine. But, sit flush keeps spraying. O (3/15/2022 3:49 am) suggested to flush the v8 tubing with di water. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O hazard ID: 2.1.11r. O hazard: exposure to biological sample. O cause: backdrop from injection port. O harmful effects: wrong results by cross contamination. O risk control(s): design to ensure that there is no more back drip than sample carryover. Provide cleaning procedures of sample injection tube between samples. O implementation verification: sit back flow control protocol lsv-1008-dp, sample carryover: sv-1013-dp, cleaning procedure in user's guide. O effectiveness verification: sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr. O probability: 1. O severity: 1. O risk index: 1. O residual risk evaluation: a. O new hazards: none. O hazard ID: 2.1.18b. O hazard: exposure to biological sample. O cause: failed waste connection. O harmful effects: injury to operator due to spraying of waste or bleach o risk control(s): robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Proper waste containment that is maintained until waste disposal. O implementation verification: reliability test of the hybrid connector: system level reliability test protocol lib-10-10p system level robustness reliability test protocol: lsvn-1116-tp fluidic hybrid connecter assembly# 651571 sheath and waste level alerts. O effectiveness verification: reliability test of the hybrid connector: system level reliability test report lib-10-10r system level robustness reliability test report: lsvn-1116-tr sheath and waste level alerts protocol lsv-1009-dr. O probability:1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clogged valve. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clogged valve. During the first field service, the fse confirmed the leakage and attempted to resolve the issue by replacing the sheath filter. After this didn¿t work, the issue was escalated to the european specialists team and a quote for the continued repairs was provided to the customer. During the next field service, the fse cleaned the v4 valve, replaced the restrictors, and calibrated the flow rates. After the repairs, the instrument was tested and confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that during sit flush with a bd facsverse¿ biohazardous liquid leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sit dripping during sit flush. 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? It was dripping, no pressurized spray. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No.